Manufacturer narrative:
The insulin pump was received with a blank display due to missing battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test or verify failed battery test due to blank display. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had no delivery alarm. Customer¿s blood glucose level was unknown. Troubleshooting was performed for insulin flow block alarm. The customer stated that the insulin flow block alarm was resolved by changing infusion set. Customer performed displacement test. The test was passed and triggered no reservoir detected alarm. Customer also performed self-test and it was passed. Customer declined troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and online resources. The insulin pump will be returned for analysis.